Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that during the laminectomy of the patient's implant procedure, a bone fragment was stuck to the dura which caused leakage of the cerebrospinal fluid. This occurred prior to implant of any device. The physician sealed the leakage and the procedure was completed successfully. The patient recovered without sequelae.